Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down while on a patient. It is unknown if the ventilator alarmed. There was no report of patient harm. Patient was bagged until back up vent was brought.